Manufacturer narrative:
No photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 385100 and lot number 3333567. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that bd q-syte closed luer access device foreign matter within the cap. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2024 7:50 am while preparing to dispose of needed items in the cart, the nurse found foreign material inside the heparin cap of a septum needleless closed infusion connector with the outer packaging intact, discarded the product in question, and replaced it with a new septum needleless closed infusion connector for use. No effect on the patient.